Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alarm regarding the atrial impedance was delivered to the patient. According to the physician, the alarm was set for 10 alerts and every 10 hours. The physician disabled the alarm and noise was detected during provocation tests. The device was removed and replaced.